Event description:
It was reported that "on october 17, the first PICC catheter was inserted into the patient for analgesia management in a homecare se tting. Later, on october 27, the patient presented to the emergency department with a two-day history of chills and fever spikes recorded at 37.8 c, 38.7 c, and 39.5 c. The patient also reported experiencing resistance to the administration of medications through the PICC catheter in recent days. On november 6, a second catheter was inserted after the patient was readmitted due to fever and diagnosed with bacteremia. However, the patient continued to experience resistance to medication administration through the device, leading to its removal and the initiation of antibiotic treatment. Finally, a third attempt was made with the placement of a new catheter. However, on november 14, this catheter was also removed due to persistent resistance to medication flow. A new device was then implanted." Associated complaints 9680794-2025-00057, 9680794-2025-00056 and 9680794-2025-00058.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the first PICC catheter was inserted into the patient for analgesia management in a homecare setting. Later, on (B)(6) 2024, the patient presented to the emergency department with a two-day history of chills and fever spikes recorded at 37.8 c, 38.7 c, and 39.5 c. The patient also reported experiencing resistance to the administration of medications through the PICC catheter in recent days. On (B)(6) 2024, a second catheter was inserted after the patient was readmitted due to fever and diagnosed with bacteremia. However, the patient continued to experience resistance to medication administration through the device, leading to its removal and the initiation of antibiotic treatment. Finally, a third attempt was made with the placement of a new catheter. However, on (B)(6) 2024, this catheter was also removed due to persistent resistance to medication flow. A new device was then implanted." Associated complaints 9680794-2025-00057 and 9680794-2025-00058.